Event description:
New information received indicates that new episodes of inappropriate ams due to far-r wave oversensing were note. Programming changes were made and the patient will continue to be followed.

Event description:
It was reported that far r-wave was causing inappropriate ams. Programming changes were made. The patient is stable and asymptomatic.

Manufacturer narrative:
(B)(4).